Manufacturer narrative:
B5: describe event or problem: it was reported that the texium closed male luer with female cap is damaged. There were three occurrences. The following information was provided by the initial reporter: when screwing the texium to a female luer lock, the texium unscrews itself risking a chemotherapy leak. It seems like the internal ¿spring¿ does not get depressed and pushes/untwist itself from a connection. Also, this batch has slick surface unlike previous batches that leads to dropping the texium when wearing gloves."

Event description:
It was reported that the texium closed male luer with female cap is damaged. There were three occurrences. The following information was provided by the initial reporter: when screwing the texium to a female luer lock, the texium unscrews itself risking a chemotherapy leak. It seems like the internal ¿spring¿ does not get depressed and pushes/untwist itself from a connection. Also, this batch has slick surface unlike previous batches that leads to dropping the texium when wearing gloves."

Event description:
It was reported that the texium closed male luer with female cap is damaged. The following information was provided by the initial reporter: when screwing the texium to a female luer lock, the texium unscrews itself risking a chemotherapy leak. It seems like the interal ¿spring¿ does not get depressed and pushes/untwist itself from a connection. Also, this batch has slick surface unlike previous batches that leads to dropping the texium when wearing gloves."

Manufacturer narrative:
Investigation summary: a video was provided by the customer for quality investigation. The customer complaint of adapter/connector defective/damaged was verified by evaluation of the video provided. The video provided shows a texium connector slowly loosening itself from a connection, without any external force applied to the connection. A device history record review for model 10012241-0500 lot number 22125235 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause for the connection issue could not be determined because a physical sample was not submitted for investigation.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the texium closed male luer with femaile cap is damaged. The following information was provided by the initial reporter: when screwing the texium to a female luer lock, the texium unscrews itself risking a chemotherapy leak. It seems like the interal ¿spring¿ does not get depressed and pushes/untwist itself from a connection. Also, this batch has slick surface unlike previous batches that leads to dropping the texium when wearing gloves."